Event description:
Boston scientific neurovascular became aware of an event in which during histoacryl injection it was noted that fluid stopped exiting through the distal tip of the subject device and a big drop at the tip formed. The system was immediately retrieved, but histoacryl dispersed at the right sylvian territory. The procedure was not completed as a result of this event. The patient developed predominantly facial-brachial hemiplegia, in partial recovery; 7 days at intensive care unit.